Event description:
Information was received from a patient representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/doses via an implantable pump for intractable spasticity and multiple sclerosis. The patient rep stated that the patient's last catheter tore 'or shredded' as told by the healthcare provider (hcp). When agent attempted to obtain event dates, the patient rep mentioned the patient had a catheter on the previous pump for 7-8 years and when they went to replace the pump, they noticed the catheter was shredded, and did not provide further information.

Manufacturer narrative:
Continuation of d10: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2008, explanted:(B)(6) 2021, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(6), ubd: 28-jan-2010, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.